Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information receive by medtronic indicated that insulin pump had stopped working. Customer stated that they went in to the sea by mistake. Customer stated they had option of manual insulin injection. No harm requiring medical intervention was reported. The insulin will be returned for analysis.